Event description:
Pre stenting to the right common carotid artery, the physician inserted and positioned an emboshield filter into a pt's vasculature. Post angioplasty, the emboshield became "entrapped" and was "forcibly removed." The guidewire and emboshield were then replaced and the procedure was finished without harm to the pt. The pt was discharged home the next day.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.